Event description:
According to the reporter, during a laparoscopic gastric roux-en-y-magen bypass, when triggering the forklift and making the anastomosis, the handle was partially fired and there was a component disengaged. It was noted the stapler was a little harder to close and when triggered the instrument it felt that something has gone wrong. There was a loud noise. Nothing was visible in the cavity and the parts of the instrument appeared to be complete. The circular instrument with the oral anvil system were removed from the patient via the ports after firing. There was unanticipated tissue loss and the surgical time was extended by 30 minutes or more. The doctor created a new anastomosis with a new stapler to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a damage consistent with an obstruction was noted on the anvil. It was reported that the anvil was difficult to attach to the handle and a component disengaged from the device. The jaws of the reload faced resistance prior to closing fully. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.